Event description:
The balloon deflated gradually.

Manufacturer narrative:
The sample is not available for the investigation. Additional information regarding this event is unavailable. Date submitted: 23 december 2008.